Event description:
A nurse reported that an unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hemorrhaging during treatment. The nurse stated the serious events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Subsequent attempts to obtain additional information (e.g., serious adverse events details, hospitalization records, patient demographics) have been unsuccessful. In the initial report, a nurse reported that the cycler fell off the cart and a black piece where the power cord goes broke off and the cycler would not turn on.

Manufacturer narrative:
Correction: h.6.

Event description:
A nurse reported that an unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hemorrhaging during treatment. The nurse stated the serious events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Subsequent attempts to obtain additional information (e.g., serious adverse events details, hospitalization records, patient demographics) have been unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event(s) of hemorrhaging. The etiology of the serious adverse event(s) is unknown; therefore, causality cannot firmly be established. However, the reporting registered nurse stated the hemorrhaging was not a result of the patient¿s utilization of any fresenius device(s) and/or product(s). It should be noted that limited follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that an unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced hemorrhaging during treatment. The nurse stated the serious events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Subsequent attempts to obtain additional information (e.g., serious adverse events details, hospitalization records, patient demographics) have been unsuccessful. In the initial report, a nurse reported that the cycler fell off the cart and a black piece where the power cord goes broke off and the cycler would not turn on.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed a visual inspection of the returned cycler exterior showed the power entry module was damaged. A known working power entry module was installed for further testing. The voltage check test passed. The simulated treatment pre-ast 15 minute 1000 ml test passed. There were signs of thermal decomposition found during an internal inspection of the returned cycler. There were no other visual discrepancies found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported hemorrhaging event. Although the report that the cycler would "not turn on" after falling off the cart, was confirmed and the cause was determined to be an internal short on transformer on the inverter board.